Manufacturer narrative:
The device was not returned for analysis. A production records review was performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The 3.5x8mm xience sierra stent delivery system (sds) was implanted; however, a dissection occurred. No additional stent was used to cover the dissection because the dissection was in a quadrant and was not extending into media. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.